Event description:
Per the information provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, the reservoir was removed and replaced, leaving the pump and cylinders in place. 4/18/97 - upon receipt of the physician/surgeon's operative report, he stated... "Postoperative diagnosis: malfunction of penile prosthesis. Ventral hernia. Operative procedure: revision of prosthesis with replacement of reservoir. Summary: ...a large ventral hernial sac was identified and dissected free. The hernia sac was opened and contained penile prosthesis tubing and reservoir. The hernial sac was dissected free and...repaired the hernia. The reservoir was removed and there appeared to be a tear in the tubing just in proximity to the connection. A new reservoir was positioned under the rectus muscle. The penile prosthesis was reconnected after all the fluid was extracted from the cyst and antibiotic irrigation was flushed through, and after connection, the prosthesis appeared to function well.